Event description:
Allegedly, patient was revised due to mom complications: persistent pain; swelling; walking difficulty; fatigue; abductor and muscle weakness; elevated cocr levels; fluid build up; diagnosis of metallosis; yellow discoloration and loose acetabular cup - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01012. (B)(4).